Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that "los" referred to low output syndrome.

Manufacturer narrative:
D4 - device serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The event date was estimated. It was reported through the case study "early experience of destination therapy in our hospital and future challenges" that the patient experienced atrial flutter seven months after their heartmate 3 implantation. The atrial flutter led to "los". Impella and venoarterial extracorporeal membrane oxygenation (va-ECMO) were introduced. The ECMO was able to be withdrawn but the patient had difficulty withdrawing from the impella. A heart transplant or destination therapy was considered and destination therapy was selected considering the problems of the caregivers and the time required for consideration of transplantation indications. Subsequently, the transplant indication was met and the application for transplant approval was pending. The patient returned to work and had improved quality of life with destination therapy.